Event description:
A director of surgical services reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model because the patient was unable to adjust to the lens and the vision appeared to be waxy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).